Manufacturer narrative:
The autopulse platform was returned to the manufacturer for evaluation on 08/25/2015. Investigation results as follows: visual inspection of the returned platform was performed and found that both patient head restraint brackets were cracked. The motor and encoder covers were also observed to be cracked. The physical damages observed during visual inspection are unrelated to the customer's reported complaint. A review of the platform's archive data was performed and found multiple occurrences of user advisory (ua) 41 (patient temperature sensor failure) on (B)(6) 2015 and (B)(6) 2015. Multiple occurrences of user advisory (ua) 12 (lifeband not present) were also observed on (B)(6) 2015, thus confirming the customer's reported complaint. The reported ua 41 and ua 12 messages were not duplicated during functional testing of the returned platform. Test results confirmed that the temperature sensor was functioning properly and was within specification. A run_in test using a (B)(6) patient test fixture was performed for approximately on hour without any issues. The platform successfully passed functional testing. Based on investigation, the parts identified for replacement are both patient head restraint brackets, motor and encoder covers. In summary, the customer's reported complaint of the platform displaying ua 41 and 12 messages was confirmed through review of the platform's archive data, however these were not replicated during functional testing. There were no device deficiencies found during evaluation of the returned platform which could have caused or contributed to the reported ua 41 messages. Therefore, a root cause for the reported ua 41 message could not be determined. Per the autopulse maintenance guide (p/n: (B)(4)), user advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The recommended actions to take for this type of user advisory are: ensure that the band clip (underneath the device) is properly seated in the drive shaft and the drive shaft can freely rotate after insertion. The physical damage found during visual inspection is unrelated to the reported complaint. These types of damages can occur due to normal wear and tear and/or physical abuse. After replacement of all the parts identified during investigation, the platform passed all final functional testing criteria.

Manufacturer narrative:
The customer also reported when an attempt was made to reproduce the user advisory, the autopulse platform displayed a ua 12 (lifeband not present) message. After the lifeband was reinstalled, the platform displayed another ua 41. Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
It was reported that during patient use the autopulse platform displayed a user advisory (ua) 41 (patient temperature sensor failure) message. The customer reverted to manual CPR (exact length of time was not provided). No adverse patient sequelae was reported. No further information was provided.